Manufacturer narrative:
Update to b2 and d2. As per the product inspection, mics handpiece was the suspected defective issue, not the robot. Hence the robot here is concomitant.

Event description:
(B)(4). Case description: rob440 - mps reported arm shaking during bone prep. Case type : tka. Update: any surgical delay? If yes ,by how long the surgery was delayed? 15 min any patient harm? State any adverse consequences. No. Any medical intervention? No. Was procedure completed manually? The distal femoral cut was completed manually".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4). Case description: (B)(4)- mps reported arm shaking during bone prep. Case type : tka. Update: any surgical delay? If yes ,by how long the surgery was delayed? 15 min. Any patient harm? State any adverse consequences. No. Any medical intervention? No. Was procedure completed manually? The distal femoral cut was completed manually.